Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition which resulted in greater than two seconds of asystole. Additionally, it was noted that this ICD has a left bundle branch lead placed in the right atrial port. Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.